Event description:
It was reported the patient received acoustic alarm from patient alert, which was triggered by rv impedance measurement over 2300 ohms. The sensing integrity counter was 3797 and several rapid nst(non sustained tachyarrhythmia) were present, presumably due to noise oversensing. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.